Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported dissection is a known adverse event listed in the vision instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure in the left anterior descending artery, pre-dilatation was performed and a 3.5 x 18 rx vision stent was successfully deployed. After stent implant, a small dissection was noted at the distal end of the stent. A 3.5 x 12 rx vision stent system was advanced for treatment of the dissection; however, the delivery catheter could not advance through the previously deployed vision stent. The delivery catheter was removed from the anatomy without resistance and a 4.0 x 8 apex balloon was used to successfully treat the dissection. There was no adverse patient sequela and no significant clinical delay in the procedure. No additional information has been provided.